Event description:
It was reported to boston scientific corporation that a jagtome was used during a stenting procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the device was being moved at the duodenal papilla, the guidewire lumen in the proximal section of the device split. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagtome was used during a stenting procedure performed on (B)(6), 2012.according to the complainant, during the procedure, when the device was being moved at the duodenal papilla, the guidewire lumen in the proximal section of the device split. The procedure was completed with another jagtome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported event: catheter torn. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length/ distal tip was twisted, the blue paint band at the distal tip was chipped/peeled, and the extrusion at the distal tip was ripped from the wide brown band where the open guidewire channel ends to the tip, tearing open the closed extrusion and splitting the tip. The damaged distal working length including tip is likely due to excessive force during the customer handling/usage (while removing/ separating the guidewire from the tome). Review and analysis of all available information indicated the most probable root cause for this event was operational context. The device history record review found the device met all manufacturing specifications.